Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels and a possible bent cannula. The customer's blood glucose level was unknown. The customer reported not feeling well. The product was not returned for analysis.